Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported the that the patient presented emergently. The patient had iliac limb occlusion, there was almost a complete compression of the left limb in the distal aorta, 2mm opening. The physician elected to perform a femoral to femoral bypass. The left hypogastric artery is filling from cross filling from a collateral limb. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.